Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with a visible leak in the pump cartridge chamber despite no cartridge crack observed, a loose rubber plunger, and two infusion sets found with bent cannulas upon removal; the pump displayed a 400 alert, and the user switched all supplies and requested alternative infusion sets and replacement consumables. Symptoms included hyperglycemia. Outcomes included self-management without medical intervention and no functional impairment. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion set and cartridge integrity issues, including chamber leakage and bent cannulas, with no confirmed device malfunction of the ilet controller. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.